Manufacturer narrative:
A field service engineer (fse) was dispatched for an onsite service and established that the customer was monitoring a patient and at 22h30 the nibp systolic value fell to a value of 58 mmhg (nbp low alarm limit was 90 mmhg). The nurses at the bed side stated that the last nibp yellow alarm did not rang. Clinically the nurses say that the patient had a heart failure and he was not breathing either when they began the cardio pulmonary resuscitation. During the onsite service the fse found that the last nibp alarm on the central station was at 22h31 on box 5. They were already doing cardio pulmonary resuscitation when the next alarm, a red ECG vfib alarm rang. The fse retrieved the alarm logs of the central station, status logs/ trends of the monitor and the mms for evaluation from the customer and forwarded them to the business unit (biu) for further evaluation. The responsible product support engineer (pse) stated that the information extracted from the logs show that the alarms were detected (ECG/nibp) by the monitor and were sent to the central station. The interpretation of the logs indicates that the system was alarming a yellow nbp alarm and 9 minutes later then a red alarm. The field service engineer performed several alarm tests and the mp70 worked as specified. All alarms were detected (ECG/nibp) and were sent to the central station. Also, the evaluation of the provided central station alarm logs/ status logs/ traces /trends by the product support engineer confirmed that the monitor did alarm. This is considered as all that is warranted for this issue. The product remains at the customer site. The fse found the device to be operating correctly, no trouble was found. This indicates that the device worked as specified. The cause of the issue remains unknown. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the monitor did not alarm while the nibp systolic value was under the low limit." The incident occured on (B)(6) 2017 at 22h30 during patient monitoring. The device was used for monitoring at the time of the alleged malfunction. Patient was a male, there are no further patient information provided so far. When the nurses saw the problem they immediately called the doctors and started the cardio pulmonary resuscitation. The patient died from a heart failure at (B)(6) 2017 at 22h55.